Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of hair within the catheter tray was confirmed; however, the root cause was not identified. The product returned for evaluation was 5fr d/l powerpicc solo catheter tray. The sample was received with both the outer and inner packaging opened. A hair-like fiber was observed within the outer packaging. Following removal from the outer packaging, inspection of the inner tray revealed a second hair-like fiber. Microscopic inspection of the fibers confirmed that they appeared consistent with human hair. Hairs were found within the catheter tray; however, the opened state of the packaging prevented determination of where/when the hairs became deposited. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that when evaluating the function of the PICC catheter prior to placement, foreign matters looking like hair were found inside the catheter. 09/01/2023 - it was reported this occurred with two devices. One device was returned for evaluation. This report addresses the device that was returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when evaluating the function of the PICC catheter prior to placement, foreign matters looking like hair were found inside the catheter.